Manufacturer narrative:
Sensor (B)(4) was returned and investigated. The applicator was observed to be fired and no issues were observed with sharp retention features. No issues were observed with the sensor pack. Data was successfully extracted using approved software and the sensor was found to be in state 1 (initial factory state, indicating the sensor had not been initiated for use). Sensor plug was observed to be not fully seated and was sticking out of the mount. Sensor plug assembly was removed and a visual inspection was performed. The sensor plug snaps were observed to be not properly curled, which is indicative of an improper user assembly or insertion.this serves as a correction report. Device available for eval, if follow up, what type?), device returned to manufacturer?), device evaluated by manufacturer?, evaluation codes), and addtl mfg narrative were incorrectly documented in the initial MDR report. All fields have been updated.

Event description:
A healthcare provider reported that when he tried to apply the adc freestyle libre sensor to the patient, the "guide needle did not retract into the applicator but half of it remained in the arm". It was further reported that the needle was removed from the arm by the hcp and patient experienced bleeding after the removal of the needle. No further treatment was reported. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported that when he tried to apply the adc freestyle libre sensor to the patient, the "guide needle did not retract into the applicator but half of it remained in the arm". It was further reported that the needle was removed from the arm by the hcp and patient experienced bleeding after the removal of the needle. No further treatment was reported. Based on the information provided, there was no report of death or permanent injury associated with this event.